Event description:
Customer called to report that her reservoir was leaking out of the back into her reservoir compartment. Advise to save and send back to minimed.

Event description:
Customer called to report that her reservoir was leaking out of the back into her reservoir compartment.